Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has white display. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer reseated the power supply, the display connections resolved the reported issue. The unit has been returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.